Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: customer contact reports no patient information is available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. The unit was rebooted and case resumed. There was no patient injury.